Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide more event details? How was the bleeding controlled? How much blood did the patient lose? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the bleeding? What is the current patient status?

Event description:
It was reported that during an unknown procedure, during the use of the ec60a with blue reload the stapler didn¿t perform a good suture line. Not all the points were placed, and the suture line bled. The surgery was delayed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2020. D4: batch #t5cv89. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: how was the bleeding controlled? With bipolar. How much blood did the patient lose? Few blood only form the suture line. Were any blood products or transfusion required? No. Was a laparotomy required to control the bleeding? No. What is the current patient status? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. No ae for patient, no blood transfusion.